Manufacturer narrative:
Device evaluation summary: the device was loaded into a non-medtronic guide catheter, a guidewire was loaded into the device. It was not possible to remove the device from the guide catheter due to the deformed stent struts. It was also not possible to remove the guidewire from the device. The stent had moved distally on the balloon and was not positioned on the balloon between the marker bands as per specifications. Crimp impressions were visible on the exposed balloon surface. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a severely tortuous, moderately calcified lesion in the proximal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered while advancing the stent and excessive force was used during delivery. The non medtronic guide catheter kept backing out of the vessel when resistance was encountered. Several attempts were made to force and push the stent across the lesion, and recannulation was required each time the stent could not cross. It was reported that while recannulating, the guide was engaging the proximal end of the stent, eventually advancing half of the stent off the balloon with the proximal end of the stent becoming damaged to the extent that it could no longer be pulled into the guide catheter. The entire system including the guide wire and stent were removed together. The procedure was completed using a new guide catheter, guide wire and new stent, with the addition of a guideliner this time. The stent delivered easily with no issues. The patient is alive with no injury.